Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited inappropriate sensing and delivered inappropriate shocks. 'Shorted lead' messages were exhibited with several of the episodes. Cpi technical services recommended that the ICD and lead be replaced.